Event description:
The pt never had therapeutic effect. He was "shaking like a wild man" and having problems breathing. The symptoms cleared when the stimulator was turned off; he only had a little tremor. The pt was at home and his status was "fair". Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.